Manufacturer narrative:
S/w version: (B)(6). Retainer ring = clear. Case type: ngp. Customer returned pump for an alleged damaged serial number label and blank display after moisture exposure found on (B)(6) 2023. Pump received with sleep current due to moisture damage to the pcb2 board. Pump alarmed pump error 75 during analysis performing self test due to moisture damage to the internal battery. Pump passed active current and went blank during displacement test due to moisture damage to the pcb1 board and pcb2 board. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Unit successfully download to thus. No battery power errors noted in the pump history download. Confirmed the alarmed pump error 63 variable 8 on (B)(6) 2023 19:20:01.000 and pump error 63 variable 15 on (B)(6) 2023 19:20:02.000 in the pump history download due to moisture damage to the pcb1 board and pcb2 board. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, battery cap contact missing, cracked keypad overlay, missing display window cover, cracked case (battery tube), cracked case corner of belt clip rails, broken belt clip rails, serial number label missing, cracked retainer, scratched case, and pillowing keypad overlay, the p-cap/reservoir does lock properly. Blank display confirmed during analysis. Confirmed moisture damage to the motor assembly, pcb1 board and pcb2 board during visual inspection. Confirmed serial number label missing during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had a black display when the customer went swimming. Troubleshooting was performed and found that the pump was bumped/dropped/exposed to moisture. No harm requiring medical intervention was reported. The customer will discontinue using the device and the pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.